Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed elevated defibrillation impedance exhibited by the right ventricular (rv) lead. No interventions were made, and the issue will continue to be monitored. There were no patient symptoms reported.